Event description:
Ra pt admitted to hosptial 8 days after their 8th prosorba treatment with complaint of pain and leg swelling. Diagnosed with dvt and pulmonary embolism. Pt anticoagulated and discharged. Hospital records with confirmation of the diagnosis were received by fresenius hemocare in 2004.